Manufacturer narrative:
The ventilator was investigated on site and the o2-sensor was replaced and returned for investigation. Simulated use testing of the received o2-sensor has reproduced the described customer issue with low o2 concentration alarm in the high flow therapy ventilation mode. The review of the returned device logs confirms the reported issue. Our investigation has concluded that the reported problem with low o2-concentration is due to the exchanged o2-sensor. The delivered gas mixture to the patient will not be affected, the o2-sensor is for measuring only.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that low o2 concentration alarms were generated at the 65% o2 concentration setting while the ventilator was connected to a patient in the high flow therapy ventilation mode. It was further stated that the measured o2 concentration at a setting of 70% was also 70% with no alarms but at 65% o2 setting, the reading was 55% with consequent low o2 concentration alarms. There was no patient harm. (B)(4).